Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The xience (B)(4) is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the patient presented with angina and angiography revealed a 90% blockage in the mildly calcified, mildly tortuous, de novo mid left anterior descending (lad) artery. After pre-dilatation with a 2.5 x 10 mm semi-compliant balloon a 3.5 x 48 mm xience xpedition stent was implanted at 16 atmosphere (atm); however, a distal stent edge dissection was noted. A different xience xpedition stent was used as treatment. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.